Event description:
No additional information was received from the customer. As no additional information obtained, it was determined that there was no harm to the patient as initially reported. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus correcting b1 and b2. B1 should not be marked as an adverse event but product problem only, and b2 should not be marked at all. Updated f10 health effect - impact code to f26.

Event description:
It was reported that during an unknown procedure, the colonovideoscope had exhibited error code 204. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation. The procedure was still completed with the use of the same device. There were no reports of patient harm.